Event description:
It was reported that the product was broken. Additional information (english translation) was requested and on (B)(6), 2014, the following information was received from the distributor the (B)(6) patient was in a public road accident with severe cranial trauma by extradural hematoma (evacuated by neurosurgery) and multiple intracerebral confusion injury. Also, "desplaquetamiento" and placement of intracranial pressure monitoring was performed. Following a failed measurement (pic> 50) with the first catheter, the patient was treated for intracranial hypertension and a new computed tomography of the brain was performed. Given that the "tomography measurement coincided" (additional clarification for this has been requested) with the placement, a new catheter was placed to confirm what was clinically suspected by the neurosurgeon and specialist in pediatric intensive medical therapy. Awaiting for additional information and clarification.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.